Event description:
The pt is status post augmentation mammoplasty. Pt developed a capsule on the left with apparent deflation of the implant. The pt wished removal and replacement of the implant and capsulotomy. Upon surgical removal of the left implant, it was found to be devoid of saline but no rupture of silicone. The right implant was intact.